Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The sensor electrode was fractured while in the body and the sensor was in use for 22 hours. Customer's blood glucose level was 141 mg/dl. Troubleshooting for the sensor was performed. Customer was advised that a replacement sensor will be sent.